Manufacturer narrative:
Explant due to a leaflet tear and calcification was reported. The investigation found that leaflet 2 was torn, and the tear was associated with a calcification. All three leaflets contained calcifications, and leaflets 1 and 3 were immobilized. There was circumferential fibrous pannus ingrowth on the inflow surface and on the outflow surface of leaflet 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the tear was associated with calcifications. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016 a 23mm trifecta valve was implanted. On (B)(6) 2022 the valve was explanted due to severe calcification. Upon explant it was discovered that a leaflet was torn. The device was replaced with an unknown device. The patient is reported to be stable. No additional information was provided.